Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced at the facility by a baxter technician to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a damaged battery alarm. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. It is currently unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event. However, this customer is not willing to be contacted for additional information. No additional information is available. The user interface module software version of this device is currently unknown.

Event description:
This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.